Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display due to corroded battery cap contact. The test battery cap, unit had normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed displacement test, rewind, basic occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. The insulin pump had a broken reservoir tube lip and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 200 mg/dl at the time of incident. The customer stated that the insulin pump was bumped and has a crack. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was damaged and slightly corroded. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.